Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. The reporter also states that the lancet became "stuck" in his finger and he had to dislodge it. No reported injury. No reported treatment given. No medical intervention required. The reporter used the incorrect cap for finger stick testing. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.